Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 08-dec-2022. H6: investigation summary our quality engineer inspected the 1 sample and 2 photos submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the samples. Analysis of the sample showed that the top disk was partially detached from the top body and the top disk had two large tears. The septum column was inspected for tears and one column tears was identified. The observed damages could result in the reported leakage defect. Bd determined that the cause of the failure was most likely attributed to use error such as excessive actuations, actuations at a wrong angle, or extraneous force on the septum. DHR review was not performed because was not received the batch number.

Event description:
It was reported while using a bd stpck q-syte wht 360deg w/o nut cap ns leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the nurse noticed that the fluid was leaking from the stopcock. The nurse released the connection and then tried re-connection but the leakage was still observed.

Event description:
It was reported while using a bd stpck q-syte wht 360deg w/o nut cap ns leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the nurse noticed that the fluid was leaking from the stopcock. The nurse released the connection and then tried re-connection but the leakage was still observed.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.